Manufacturer narrative:
Initial

Event description:
It was reported that the patient experienced hypoglycemia while using a dexcom g7 continuous glucose monitor (cgm) with the ilet system, with the lowest continuous glucose monitor reading of 60 mg/dl and a confirmatory glucometer value of 66 mg/dl over about 20 minutes, after announcing a smaller meal size despite consuming a dessert, followed by treatment with approximately 55 grams of oral fast-acting carbohydrates including soda and a honey bun, resulting in recovery to 104 mg/dl. Symptoms included anxiety. Outcomes included the need for medication-equivalent intervention with oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available regarding a device malfunction, with insufficient information on any specific device component and no medical device problem identified. It was concluded, based on previously established findings for similar reports, that the cause was not established.